Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to plug the wall adapter into a working outlet and wait at least 30 minutes to see if the pump would begin charging, with the guidance to call back if the issue persisted.